Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The returned device had a noticeable shaft kinks at 11.5cm from the strain relief. There was also another kink at 38cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the right coronary bypass graft. A 6f runway guide catheter was selected for use. During percutaneous coronary intervention of the target lesion, physician tried to sit the 6f runway guide catheter, however, the device encountered kinks and had troubled removing the device. The patient had a tortuous vasculature and physician used a long sheath during the procedure. The physician was able to unwind the kinks and removed the 6f runway guide catheter out successfully. The procedure was completed using a different guide catheter. No patient complications were reported and the patient's status was fine.